Manufacturer narrative:
Upon analysis, the field complaint that the ac adapter becomes hot was not confirmed; however, the adapter being burnt was confirmed. Visual inspection revealed no anomalies. After opening the ac power adapter burnt components were observed on the main circuit board. A burned mark on the inner casing of the ac power adapter was also noted. Mechanical inspection revealed no anomalies. Based on this information, the root-cause of the power issue was the damage sustained through a defective ac electrical power outlet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The transmitter power adapter became hot and a burning smell was noted. The transmitter was replaced and the patient was in stable condition.